Event description:
The customer reported high blood glucose levels. The reported blood glucose at the time of the call was 202 mg/dl. The customer was concerned that he had not received any no delivery alarms. The customer reviewed the alarm history, and the only alarm that was showing was a low reservoir alarm. The customer did not have a tubing clamp for the high pressure test. Conducted the prime test, and no insulin exited and no delivery alarm sounded either. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.